Event description:
It was reported that the pump shut down unexpectedly; specific event date was unable to be provided by customer for confirmation and date of event being reported is an approximation. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.